Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thump. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date. However, no delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 17:40:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 18:15:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 18:16:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 18:44:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 18:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 19:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 19:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 19:31:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 19:39:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 19:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 15:04:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 20:41:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 20:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 20:48:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2024 20:49:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 20:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 20:52:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 06:21:30.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 06:23:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 07:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 08:00:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 08:06:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 08:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 08:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 08:40:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 08:43:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 14:20:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 14:24:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 18:37:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 18:40:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 18:51:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 22-feb-2024 in the formatted history file. Insert battery alarm was found on: (B)(6) 2024 14:20:35.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received an insulin flow block alarm and continued recurring alarms. Troubleshooting was performed and the insulin flow block was not resolved by infusion set change. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.